Event description:
The report indicated that at the beginning of the case it was noted there was no flow through the unit. Blood leakage was also noted. The device was changed out without any patient compromise.